Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an ultrasound guided angioplasty procedure of a non-calcified lesion in the cephalic vein of forearm, upper end of the balloon body allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: b5, d4 (expiration date: 05/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound guided angioplasty procedure of a non-calcified lesion in the cephalic vein of forearm, the upper end of the balloon body allegedly ruptured longitudinally. The procedure was completed using another device. There was no reported patient injury.